Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. However, only the shaft segment of the catheter was received. Based on the complaint statement, it was reported that the catheter was introduced before surgery and was not able to be taken out due to the balloon could not be deflated. To verify the accessibility to the balloon deflation, the actual sample was inflated with 3ml of water using venflon needle and showed no issue to stay inflated. The sample was then subjected to deflation testing using the same method. Once again, the samples are able to deflate completely without having any difficulty. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Balloon could not be deflated may due to several reasons. However , the returned sample was incomplete and after investigation there was no deflation issue encountered during testing. Therefore, this complaint could not be confirmed.

Event description:
The catheter was introduced before surgery was not able to be taken out because the balloon could not be deflated. A guide wire was introduced and the balloon was deflated. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection. No physical investigation or assessment has been conducted on the defective product as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The catheter was introduced before surgery was not able to be taken out because the balloon could not be deflated. A guide wire was introduced and the balloon was deflated. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was introduced before surgery was not able to be taken out because the balloon could not be deflated. A guide wire was introduced and the balloon was deflated. There was no patient injury.